Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department, the reported malfunction was observed and attributed to a system interconnection cable. The cable was replaced to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's display was distorted with lines and clinical information could not be seen. The device was power cycled and batteries were replaced, however the display was distorted. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.